Manufacturer narrative:
Investigation summary: investigation into this event determined that the retest results were in the normal range and reproducible. Qc results were acceptable. Datalog analysis did not reveal any evidence of analyzer malfunction. The root cause of the event is unknown.

Event description:
A customer observed an outlier tsh result on a patient sample tested on the eci analyzer. The result was not reported. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.